Manufacturer narrative:
Event date: exact date unknown, event occurred since implanted.

Event description:
It was reported that patient was experiencing poor bilateral coverage of her stimulator. The patient underwent a paddle replacement procedure. The explanted lead was kept by the medical facility and will not be returned.